Event description:
User placed the swab into their ear and when removing, the cotton tip remained in ear canal. User had to go to ER to have the tip removed. This is the third time this has happened. User felt "a lot of pressure" in ear while trying to extract tip.